Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced a driveline infection and underwent debridement of the associated abscess on (B)(6) 2019. The patient was also treated with levaquin. A pulmonary artery non-occlusive emboli was found on a computed tomography (CT) scan. Heparin drip was started for the suspected device thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with abdominal wall abscess that was associated with driveline on (B)(6) 2019. The patient was treated with vancomycin and cefepime. Blood cultures were negative throughout the admission. The patient underwent driveline debridement and repositioning on (B)(6) 2019. Intraoperative blood cultures were taken but were still pending at the time of discharge. A wound vacuum assisted closure was placed on (B)(6) 2019. Abdominal swab (aerobic/anaerobic) on (B)(6) 2019 grew stenotrophomonas which was sensitive to ceftazidime, levofloxacin, minocycline and bactrim. The patients initial antibiotic regimen was changed upon consultation with infectious disease. The infection resolved without sequelae on (B)(6) 2019.

Event description:
It was reported that the device thrombosis was not confirmed. There were no changes to patient condition/anticoagulation status that contributed to the event. There were no changes to pump parameters noted. The patient underwent a CT scan and was on ongoing coagulation. The patient was on lifetime suppressive antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that based on a source review for the reported suspected device thrombosis ae doc, the subject experienced a driveline infection and a pulmonary artery non-occlusive emboli on (B)(6) 2019. The patient underwent debridement of the abscess in their abdominal wall and repositioning of the driveline exit site on (B)(6) 2019. A wound vac was placed the following day. They were treated with levaquin. A CT was performed that reportedly revealed a pulmonary artery non-occlusive emboli. A heparin drip had already been started for suspected device thrombosis. Antibiotics were initiated with vancomycin and cefepime. The patient¿s blood cultures were negative throughout their admission. Intraoperative wound cultures were sent and were still pending on the day of discharge. An abdominal swab aerobic/anaerobic taken on (B)(6) 2019 grew stenotrophomonas, was sensitive to ceftazidime (minimum inhibitory concentration 4), levofloxacin, minocycline, and bactrim. Infectious disease was consulted for antibiotics guidance, and they decided to change the patient¿s antibiotic regimen. It was communicated on (B)(6) 2021 that the major infection was resolved without sequelae. Additional information was communicated on (B)(6) 2021 stating that the device thrombosis was never confirmed. The patient was placed on a lifetime course of suppressive antibiotics. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) until they experienced an additional complaint of suspected device thrombosis and suspected outflow thrombus on (B)(6) 2020 (manufacturer report number 2916596-2020-04303). The hm3 lvas IFU lists infection and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.